Manufacturer narrative:
This event took place at (B)(6) hospital in (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient noticed a yellow wrench light on the power module. The patient went to the hospital where the staff confirmed the yellow wrench light. The power module was exchanged.

Manufacturer narrative:
Section d4: expiration date inadvertently added in initial report and is not applicable for this device. Manufacturer's investigation conclusion: the reported event of a yellow wrench alarm on the heartmate power module was not confirmed. The heartmate power module (serial #: (B)(6) was returned and serviced by the abbott service depot on 11dec2020 and no log files were submitted for review. The heartmate power module was tested and was able to run for several days with no alarms present. The power module was able to pass all testing. The reported event of a yellow wrench alarm was not reproduced. The power module was returned to the customer after servicing. The root cause of the reported event was unable to be conclusively determined in this analysis. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate power module (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications prior to being shipped on 08aug2018. No further information was provided. The manufacturer is closing the file on this event.